Event description:
Patient was taking a shower. He reports having finished his shower, and attempted to support his weight on the shower chair at which time one of the legs broke, causing him to lose his balance and fall. Struck his right arm and right hip/flank. He denies any antecedent dizziness at the time of the fall.